Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 129 mg/dl. The customer dropped the pump at school and now has cracks on the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and stained end capsticker.